Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a smiths medical portex® endotracheal tube was reported to be "stuck" in the oropharynx, requiring the patient to be ventilated overnight. The tube was removed with "force" the following morning. There were no reported adverse effects.